Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a detached downstream occlusion seal. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the downstream occlusion sensor. As a result, the downstream sensor was replaced. Service history identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the pump exhibited a cassette error. There was unknown patient involvement, no patient injury was reported.